Event description:
It was reported that the patients lead had migrated. The patient underwent a lead revision procedure. The explanted device was discarded at the facility.

Manufacturer narrative:
Exact date unknown, event occurred in approximately two weeks after post op. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4) batch: 7114382.